Event description:
I began to have pain in my neck, shoulders and back. Joint pain, eye dryness, food allergies weight gain, inability to exercise,migraines, brain fog, menstrual cycle stopped, breathing and sleeping difficulties, rashes, depression, shoulder pain, shooting and throbbing pain in breasts as a result of breast implant placed (B)(6) 2018. I can now afford to explant both mentor saline breast implants on (B)(6) 2022. FDA safety report ID# (B)(4).